Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter with the helix winded up in the handle window was received. Due to that the aspiration test could not be performed. A helix break can have various reasons. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a aspirex device. During the procedure, it was reported that there was an abnormal sound detected, and the wire could not pass through normally. It was further reported that the broken spring was found inside the chamber. There was no reported patient injury.